Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump's screen and buttons. They received many no delivery alarms. The scroll buttons and down arrow button were not working. Customer's blood glucose level dropped. Their blood glucose level ranged from 53 mg/dl to 68 mg/dl. They treated their blood glucose level with glucose tablets and protein. Customer's blood glucose level went up to 383 mg/dl. They treated their high blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The device was received with stained end cap sticker, cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.